Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was crack on the probe. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The proximal side of the tissue pad was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. After 15 minutes of use, the probe became defective and the user was unable to use the subject device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On november 27th, 2020, omsc found that the tissue pad of the subject device was partially separated.